Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) recommended reprogramming options and to continue to monitor. The field representative stated that it is planned to perform a defibrillation threshold (dft) test eventually. No adverse patient effects were reported. This device remains in service.